Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
Device evaluation: results: the separator was returned in two pieces with the distal section of the separator lodged inside the catheter. The proximal section of the separator measures 41.5 cm in length and shows a break 6.4 cm from the beginning of the ptfe coated section. The distal section shows a 0.5 cm loop at the break site. The separator is non-functional. Conclusion: the break noted in the complaint was confirmed. The break happened at the proximal taper grind of the separator. The damage was likely caused by manipulating the separator wire with the ptfe coated section outside the rhv while trying to access the clot. The loop at the break site is indicates that the separator wire first kinked, followed by further manipulation, and then broke. The flat spot in the catheter was proximal of the separator bulb as it was returned for evaluation and may or may not have been present when the separator broke inside the catheter. The damage was likely due to post-procedure handling.

Event description:
The tip of the penumbra system separator flex 026 broke off inside the penumbra system reperfusion catheter 026 upon an attempt to retrieve clot.